Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens in the pt's left eye vaulted post implant. The lens was repositioned and the surgeon is planing to perform lasik. According to the surgeon, small capsular bag/short eye was the likely cause of the event. Please ref MDR# 2031924-2014-00217 for the pt's right eye.